Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged cable was discovered and caused the reported image failure. Furthermore, the cable had notable scratching present and had been flooded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus camera head was not displaying an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue of no image was not reproduced. However, it is possible fluid was in the cable causing temporary imaging loss. Olympus will continue to monitor field performance for this device.